Manufacturer narrative:
Unit was received with a blank display due to moisture damage electronic assembly. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify low battery, power loss, charge/batt lasts less then expected alarms due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had low battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.